Manufacturer narrative:
Additional information: conclusion code: patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. Corrected data: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation codes: method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patient's left eye (os) and the lens tore/broke. There was no reported patient injury. The lens was exchanged for another same model lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.